Event description:
The plaintiff alleges that while working as a registered nurse was exposed to antigenic natural latex proteins in the latex gloves that the plaintiff wore. The plaintiff alleges that in 1994, the plaintiff suffered an anaphylactic reaction to latex gloves, which forced the plaintiff to leave job as a registered nurse. The plaintiff further alleges that has become sensitized to latex and can no longer work as a registered nurse at any medical facility and is now subjected to increased health risks. Furthermore the plaintiff alleges that the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. The plaintiff also alleges that the plaintiff has suffered substantial injury, pain and suffering and economic loss.